Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905, serial/lot #: (B)(6). The manufacturer representative went to the site to test the imaging system. The system was uncrated and moved into the site. The dose acceptance test was performed. System functions checked. Artifacts in 2d and 3d, detector had 2 defective arrays, left upper corner. Detector replaced and aligned. Detector calibrations performed. System functions checked. Codes: b01, c02, d0302 the detector was returned for analysis. Detector panel assembly was returned to vendor for testing. Vendor found root cause of failure to be firmware timing failure. Faulty detector panel. Codes: b01, c10, d0302 this regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there were round artifacts on the 3d scan. There was no patient involvement.